Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, had drawer failure unable to recover. The customer reported that the malfunction occurred during medication dispensing, preventing the user from accessing the medication and resulting in a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-feb-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had no communication due to network cable unplugged from wall port. A field service engineer (fse) reseated and verified station communications with synchronization server and remote support service. Then disabled the windows firewall and all in one wireless adapter. Then the fse tested all drawers in hardware test application, and the issue was resolved. Also replaced the missing keyboard cover during preventive maintenance. The system functioned as intended after the field service engineer repaired the device.